Event description:
It was reported that during the implant attempt there was high impedance greater than 4000 ohms and there was no pacing or sensing. The same parameters were obtained after repositioning the lead. The physician then extracted the lead and tried to extend/retract the helix and he found no problems. The lead was not used. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, but blood noted on helix; full lead returned and analyzed.